Event description:
It was reported that the user was unable to attach the luer connector to the ilet cartridge during setup, preventing proper connection until the user realized the connector had been oriented incorrectly and then completed the connection, after which insulin delivery resumed. Symptoms included no reported adverse physiological effects and no changes in blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included customer interview, review of user-supplied photos, and troubleshooting and education. Investigation of this case revealed user technique error during connector installation with resolution after correct attachment. It was concluded that the device functioned as designed and that the event was attributable to use error, with no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.